Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Technical services (ts) confirmed through a data analysis that the device power consumption was increasing, and the device was malfunctioning. Ts recommended the device be replaced. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the device had a short elective replacement indicator (eri) state. The device dropped from eri to end of life (eol) within approximately 30 days. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing, and the device was malfunctioning. Ts recommended the device be replaced. The device remains in use. No adverse patient effects were reported.